Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported suture detachment was not confirmed as the plunger, suture, link and both cuffs were not returned for analysis. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported suture detachment could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: 28 medtronic; sheath: 6f, 21f; heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other three proglide devices references in b5 are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a percutaneous coronary interventional procedure. Reportedly, a suture break occurred. Three additional proglide devices were used with the same results. The sutures of two proglide devices were successfully replaced prior to the procedure. The sheath was upsized to 21f and the percutaneous coronary interventional procedure was completed. The successfully replaced sutures of two proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.